Event description:
During an upper endoscopy procedure, the tip of the heater probe disconnected and fell into the pt's stomach. Although the md was unable to retrieve the tip, there were no pt injuries and during a follow up exam for an unrelated reason, an x-ray was taken and it was noted that the piece had passed. The hosp decided not to send the heater probe for evaluation.